Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture. Device status and affected side is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Patient reporting, rupture. Device remain implanted. This relates to the left device.